Event description:
The customer reported the system displayed a generator error and that the batteries were weak. This would prevent the system from generating x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.